Event description:
During a coronary stent procedure, an edge dissection occurred. The physician placed on express2 4.0x12mm on a bend in the proximal lad. Following stent deployment, the physician noted that the stent had caused a small edge dissection. The physician attempted to treat the edge dissection with an express2 4.0x8mm, however, was unable to cross the lesion. The physician was able to cover the edge dissection with another MFR's stent.